Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual examination of the returned product identified fluid droplet within the tubing, signifying the device had been used. There was no visible evidence of damage to the device. Functional testing confirmed that the tip lock slid when the device was used; the tip started shaking and leaked fluid at the tip and handgun connection. Device is used for treatment. The root cause of the reported issue is attributed to the tip lock thickness dimension has been manufactured at the low end of the specification such that the interference condition with the slot width -post mold change- may not be sufficient with normal process variation. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(4). (B)(6).

Event description:
It was reported that during the surgery, the tip lock slid and became unlocked easily during use, and the tip came off from the hand piece 2 times during use. The surgeon used this complaint product with holding the tip lock by hand during use. No adverse events have been reported as a result of this malfunction.